Event description:
This event was reported to the FDA under medwatch number mw5109932 it was reported that a female patient who underwent breast surgery with two unspecified gel breast implants experienced rash, fatigue, migraines, pain, numbness, brain fog, early dementia, skin sensitivities, anxiety, depression, weight gain, itchy blisters, abdomen bloating, constipation, gastroesophageal reflux disease, sinus issues, muscle cramps post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On july 14, 2022, mentor became aware that patient's impacted device is a 360cc mentor memorygel breast implant. Catalog: 3507360mc serial number: (B)(6) lot 7313566. Date of implant is (B)(6) 2016. Patient has a planned explantation on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number:(B)(4).